Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. H10 additional narrative: added: d11.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2020, the patient presented for a bilateral knee evaluation. The patient also underwent a primary left total knee arthroplasty with the implantation of depuy products on (B)(6) 2019. The surgeon indicated the patient experienced a fall approximately 4-weeks left knee post-op. The patient experienced left knee superficial wound dehiscence and underwent an irrigation and debridement with no evidence of implant exchange. There is no evidence of revision or invasive treatment involving the right knee following the primary operation.